Manufacturer narrative:
(B)(4). The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. A cluster assessment found no similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Manufacturer narrative:
The device history record (DHR) and quality records are in process of being reviewed. A follow up report will be submitted when the review is complete. No further information is available at this time.

Event description:
The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces and did not seek medical assistance. No further information is available at this time.